Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2025-01496 was sent in error with the incorrect site registration. This submission should be considered cancelled and a new MDR with the correct site registration will be submitted.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, white particulate matter and erroneous results (false positive troponin t) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Additional information was added in the following fields: b.5. Describe event or problem: it was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, white particulate matter and erroneous results(false positive troponin t) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user. H.6. Imdrf annex a grid: a0302 - device ingredient or reagent problem. Investigation summary bd did not receive any samples or photos for investigation. A total of 100 retained samples from each batch, numbered 5007614 and 4346461, were visually inspected, and no gel defects were found. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-high sensitivity troponin t) via clinical testing because bd clinical laboratories are currently unable to test for high sensitivity troponin t. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4346461 and 5007614, for the indicated failure modes: erroneous results (hs troponin t) and sample quality- poor plasma. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results (false positive troponin t) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.